Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.54mm. The grips were not found to be cracked. Components adjacent to this bent grip do not show damage. The instrument was found to have a broken conductor wire within the bipolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with a fenestrated bipolar forceps instrument as it may have exhibited an exposed wire. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: exposed wires on one device, teeth not aligned on second device. Isi followed up with the initial reporter and obtained the following additional information: it was unknown which instrument exhibited the exposed wires. The issue was related to a broken steel wire rather that the conductor wire.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.